Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from austria a 71-year-old patient with a 11500a21 valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and six (6) months due to severe calcification. A 23mm transcatheter valve was implanted within the pre-existing surgical device. As reported, patient was noted as to be in stable condition.

Manufacturer narrative:
A device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was/was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including hyperlipidemia. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification that this 71-y-o patient with a 11500a21 valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of 4 years and 6 months due to severe calcification leading to severe stenosis (peak gradient 61mmhg, mean gradient 36mmhg, velocity 4.13, valve area/index 0.86/0.42). As reported, the patient presented with symptoms of cardiac decompensation. A 23mm sapien 3 ultra valve was implanted within the pre-existing edwards surgical device using the transfemoral approach. As reported, patient was noted as to be in stable condition.